Event description:
Alleged event: clips fell out of the applier. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided does not belong to the manufactured product. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.